Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info and, if available to request return of the device for evaluation. The pt's attorney alleges the pt was treated for multiple issues including adhesions, which is a known possible adverse reaction listed in the IFU. No lot number has been provided therefore a review of the manufacturing records could not be conducted. This MDR includes all pt, event and device info davol has received to date. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2009 - the pt is implanted with a composix kugel patch to repair an incisional hernia defect. On (B)(6) 2012 - the pt underwent surgery to remove the composix kugel patch. Reportedly, during explant the composix kugel patch was found to be contracted and adherent to the small bowel. Attorney alleges disability, additional surgery, pain, adhesions, defective/contracted mesh, and explant.